Event description:
On (B)(6) 2005, pt had an inguinal hernia repair. Soon after, client suffered pain, discomfort, nausea ambulation difficulties, a pulling sensation 3 to 4 inches in diameter proximal to hernia. When pt spoke with his physician, he was basically ignored & problem still persists.